Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a merlin.net transmission noise was noted on the ventricular channel. During procedure to address the noise which the physician assumed it was the ventricular lead, it was noted that the noise could not be replicated with pocket manipulation. The physician noted -tissue in growth- into the header of the implanted device which led to a pulse generator issue and not a lead issue. The device was explanted and replaced without issue. The patient would be monitored with regular scheduled follow up visits.